Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.this report is associated with MFR report number: 1. 3005168196-2016-00294.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician successfully delivered several coils from another manufacturer into the aneurysm using another manufacturer's microcatheter. While attempting to deploy two ruby coils into the aneurysm, the physician was unable to advance both coils through the microcatheter. The ruby coils were removed; however, they unintentionally detached while on the back table. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: only the introducer sheath and embolization coil of the second ruby coil were returned for evaluation. The distal end of the embolization coil was hanging out of the distal end of the introducer sheath. The stretch resistant (sr) wire of the embolization coil was fractured, and the proximal constraint sphere was not returned. Conclusions: evaluation of the first ruby coil revealed the pet lock was broken. A broken pet lock indicates that a pull force was applied to the proximal end of the pull wire which, by design, would allow the embolization coil to detach. Further evaluation revealed the pusher assembly was bent in multiple locations. This damage was likely incidental and may have occurred during packaging for return. Evaluation of the second ruby coil revealed the sr wire of the embolization coil was fractured, and the proximal constraint sphere was not returned. This damage typically occurs due to forceful retraction of the ruby coil against resistance. Fracturing of the sr wire will cause the embolization coil to unintentionally detach. The outer diameters (od) of both embolization coils were measured and found to be within specification. Therefore, the root cause of the difficulty advancing the ruby coils could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.